Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50 serial #: (B)(4), description: linear 3-6 lead, 50cm; model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient was having issue with the leads being peripheral. The patient will undergo a spinal cord stimulator (scs) revision procedure.

Manufacturer narrative:
Additional information was received that the patient had two additional leads implanted to get better coverage of low back and nothing else was done. Existing leads were left where they were. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having issue with the leads being peripheral. The patient will undergo a spinal cord stimulator (scs) revision procedure.

Manufacturer narrative:
Additional information was received that the patient was uncomfortable with the leads being peripheral.

Event description:
A report was received that the patient was having issue with the leads being peripheral. The patient will undergo a spinal cord stimulator (scs) revision procedure.